Manufacturer narrative:
E1 initial reporter address: (B)(6). Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a dissection occurred. The patient presented with coronary artery disease and underwent percutaneous coronary intervention. The 90% stenosed target lesion was located in the mildly tortuous and moderately calcified right coronary artery. Following pre-dilation with a 2.0x10mm semi-compliant balloon, a 2.50 x 38 synergy drug-eluting stent was deployed at 13 atmospheres. However, a proximal stent edge dissection was observed post deployment. The dissection was further described as flow-limiting. An additional stent was deployed to cover the dissection, and the procedure was completed. No further patient complications were reported, and the patient remained stable post-procedure.